Event description:
As reported, approximately 7.5 years post op the initial right tka, this 62 y/o female patient was revised due to a loose femur. Patient was last known to be in stable condition following the event. Device's will not be returning.

Manufacturer narrative:
Pending evaluation concomitant device(s): 02-012-44-3511 - logic tibia implant psc insert, sz 3.5, 11mm 2719392. Serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t 3594472. 200-02-35 - three peg patella 35mm 3808594.

Manufacturer narrative:
Please disregard initial report as this event was found to be a duplicate of event reported under 1038671-2022-00874.